Event description:
It was reported when the device was used during a low anterior resection, the staples malformed resulting in an incomplete staple line. The case was completed without pt consequence.